Manufacturer narrative:
The insulin pump passed functional testing's including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The drive support disk was inspected and no anomaly was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. The device had minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 56 mg/dl at the time of the incident, and 9 mg/dl by the time the paramedics arrived. The customer was given intravenous fluids to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer thinks the pump over delivered. The insulin pump will be returned for analysis.